Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) resulting in a hospitalization; cause of dka was not provided. The customer experienced a blood glucose (bg) level of 416 mg/dl. The customer mentioned they went to the emergency room (ER) on (B)(6) 2023 and they were subsequently hospitalized for two days. The customer received IV and fluids of saline and insulin to address the bg. The customer was released from the hospital on (B)(6) 2023 with no injury or permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.